Manufacturer narrative:
Initial.

Event description:
It was reported that a user experienced dexcom g7 continuous glucose monitor (cgm) signal loss to the ilet, after which technical support guided the user to toggle settings, restart the device, and re-enter the g7 pairing code to reinitiate pairing, with the sensor data reportedly not affecting blood glucose. No adverse clinical symptoms reported. Outcomes included no reported impact on health, no medical intervention, and no hospitalization. User support included remote troubleshooting and user education focused on connectivity and pairing workflow. Investigation of this case revealed a loss of communication between the cgm and ilet that was addressed by re-establishing bluetooth pairing, with no device hardware failure identified. It was concluded, based on previously established findings for similar reports, that the cause was user-device connectivity disruption resolved through standard troubleshooting.